Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements greater than 125 ohms. It was also noted the patient is an elderly person and the device had been set to monitor only four years ago. The clinic is expecting to continue to monitor due to device being set to monitor only and the patient age. This crt-d system remains in service. No adverse patient effects were reported.